Event description:
It was reported that: "dr. (B)(6) performed a tha on this patient on (B)(6) 2012 and while impacting the cup he identified the acetabulum had fractured and continued with the procedure. The patient had weak bone to begin with and the patient had thin acet walls. Patient did not leave the hospital and was trying to recover from the primary tha and the cup went into patrusio. Stryker implant is (b)(4. Implant is not being returned due to hospital policy. This is all the information that was given to me about this patient and is all I'm able to obtain."

Manufacturer narrative:
Method - review of device history, complaint history, IFU & surgical protocol. The root cause could not be determined as the device and patient information were not available. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies that would have affected the reported event. Complaint history review found no other events for the lot. Review of the tritanium primary surgical protocol, (b)(4 rev 2, "contraindications for trident polyethylene insert with metal or ceramic head - bone stock compromised by disease, infection or prior implantation which cannot provide adequate support and/or fixation to the prosthesis." Additionally, the following warning is provided in the instructions for final reaming: "when osteoporotic bone is encountered, it is recommended to under-ream by 1mm. Potential challenges implanting acetabular shells may include: acetabular fracture, failure to fully seat the implant, or slight deformation of the titanium shell, making seating of the insert more difficult." It is possible the reported fracture of the acetabulum, likely due to poor initial bone stock, contributed to the event. Without x-ray images and operative notes, the exact root cause of the shifted acetabular cup cannot be determined.